Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that while trying to make the initial incision the knife was blunt and the bevel end is slightly curled up. This is one of two reports from this facility.

Manufacturer narrative:
Additional information has been provided. No sample has been returned for evaluation for the report of blunt knives with bevel end slightly curled up; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are three additional complaints associated with the lot for the reported issue. A sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).